Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient received two shocks while riding in a taxi. Upon review the shocks were noted to be due to oversensing of the t-waves from reduced r-wave amplitude. One of the shocks accelerated the rhythm due to a shock on the t-wave. Two shocks were given in order to convert the arrhythmia. It was also noted that the shock impedances were slightly elevated at just above 100 ohms for the first shock and 77 ohms for the second shock. X-rays were sent in to boston scientific technical services (ts) and they observed that the subcutaneous implantable cardioverter defibrillator (s-ICD) was anterior and the electrode hooked right. Ts suggested further x-rays to include a lateral chest film and postural testing. The physician opted to have the vector reprogrammed from secondary to primary and will continue to monitor the patient. The s-ICD and electrode remain in service and no adverse patient effects were reported.